Event description:
Additional follow up found the ipg was electively replaced and therefore is not reportable.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-30549, 1627487-2020-30550, 1627487-2020-30551. It was reported the patient experienced ineffective stimulation. Reprogramming did not resolve the issue. X-rays noted that it looked as if the leads had pulled out of the extensions. Surgical intervention took place wherein the ipg and extensions were explanted and replaced and the existing lead was inserted into the new extensions to address the issue.